Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in a 27-year-old female patient who had essure (ess205) (batch no. 625010-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, uterine fibroids and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and arthralgia ("hip pain"), 1 year 6 months after insertion of essure (ess205). On (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6) 2007, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"). On (B)(6) 2007, the patient was found to have weight increased ("weight gain"). On(B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), back pain ("back pain - lower") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, migraine, nausea, arthralgia and vaginal haemorrhage had resolved, the genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown and the dyspareunia and weight increased was resolving. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007 (discrepancy noted). Discrepancy on date of removal (B)(6) 2017. Did not undergo essure confirmation test. Plaintiff received treatment for dyspareunia (painful sexual intercourse) dysmennorhea (cramping),pelvic pain, abdominal pain , gen. Abnorm. Bleed, menorrhagia (heavy menstrual bleeding). Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.3 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy bleeding, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 19-feb-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, uterine fibroids and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and arthralgia ("hip pain"), 1 year 6 months after insertion of essure (ess205). On (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). On 13-jul-2007, the patient experienced nausea ("nausea"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2007, the patient was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), back pain ("back pain - lower") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, migraine, nausea, arthralgia and vaginal haemorrhage had resolved, the genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown and the dyspareunia and weight increased was resolving. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: 06ju2007 (discrepancy noted). Discrepancy on date of removal (B)(6) 2017. Did not undergo essure confirmation test. Plaintiff received treatment for dyspareunia (painful sexual intercourse) dysmennorhea (cramping),pelvic pain, abdominal pain , gen. Abnorm. Bleed, menorrhagia (heavy menstrual bleeding). Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.3 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy bleeding, menorrhagia, dysmenorrhea,. Most recent follow-up information incorporated above includes: on 12-nov-2019: pfs received. New events added: abnormal bleeding (vaginal), lower back pain, hip pain, nausea, migraines / headaches, did not undergo essure confirmation test.outcome of previously added events pelvic pain, abdominal pain were updated to recovered/resolved and outcome of weight gain was updated to recovering/resolving. Concomitant conditions, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in a 27-year-old female patient who had essure (ess205) (batch no. 625010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, uterine fibroids and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and arthralgia ("hip pain"), 1 year 6 months after insertion of essure (ess205). On (B)(6) 2007, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6) of 2007, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"). On (B)(6) 2007, the patient was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse). On an unknown date, the patient experienced dysmenorrhoea ("dysmennorhea (cramping), menorrhagia ("menorrhagia (heavy menstrual bleeding), back pain ("back pain - lower") and vaginal haemorrhage ("abnormal bleeding (vaginal). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, migraine, nausea, arthralgia and vaginal haemorrhage had resolved, the genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown and the dyspareunia and weight increased was resolving. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007 (discrepancy noted). Discrepancy on date of removal (B)(6) 2017. Did not undergo essure confirmation test. Plaintiff received treatment for dyspareunia (painful sexual intercourse). Dysmennorhea (cramping),pelvic pain, abdominal pain , gen. Abnorm. Bleed, menorrhagia (heavy menstrual bleeding). Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.3 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy bleeding, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2007. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, menorrhagia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007 (discrepancy noted). Plaintiff received treatment for dyspareunia (painful sexual intercourse) dysmenorrhea (cramping),pelvic pain, abdominal pain , gen. Abnorm. Bleed, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporters information updated. Lab data added. Event: injury were updated to dyspareunia (painful sexual intercourse).new events: dysmenorrhea (cramping),pelvic pain, abdominal pain , gen. Abnorm. Bleed, menorrhagia (heavy menstrual bleeding), weight gain and back pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.